Event description:
The customer reported that blurred images were appearing on the display. There was no pt involvement. There was no info as to whether the display was readable or not.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.